Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false negative result for covid on clinitest covid19 self test for lot (B)(4) eua. There was no reported injury due to this event.

Manufacturer narrative:
Event came to the knowledge of siemens healthineers from the manufacturer healgen. The manufacturer has requested more information from the customer to be able to perform further investigation. The cause of this event is unknown.

Manufacturer narrative:
The manufacturer has completed the investigation. Based on the lot number provided by the customer, no irregularities were found after reviewing the relevant manufacturing documents. Manufacturer also conducted tests on samples retained from the lot. The samples met the qc standard. Based on above investigation, manufacturer was unable to replicate the customer's compliant. The cause of this event is unknown.